Event description:
It was reported that the patient with this pacemaker was exhibiting an increase in a non-boston scientific right ventricular (rv) lead pacing thresholds. The patient also reported discomfort. Technical services (ts) was consulted and recommended system testing and possible reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was exhibiting an increase in a non-boston scientific right ventricular (rv) lead pacing thresholds. The patient also reported discomfort. Technical services (ts) was consulted and recommended system testing and possible reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker also exhibited ventricular pacing oversensing in the right atrial (ra) lead channel. The ra lead is a non-boston scientific lead. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported.